Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels 437mg/dl. Customer¿s current blood glucose was 437 mg/dl. Customer also states that they had blood glucose 265 mg/dl at the time of incident . Based on customer report customer does not allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose . The insulin pump will not be return for analysis. Frn mmt 332a. Unomedical- infusion set.